Event description:
The rep reported the device was used during an unk procedure. It was reported the tsw35 fired with an imcomplete staple line. It was reloaded and firing fine using two relaods. It is unk how the case was completed. There was no consequence to the pt.